Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were intermittently unresponsive. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being ruled out due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrows and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage. The ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.